Event description:
It was reported that the device displayed a calibration error. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/14/2005 to the present date 11/12/2020 and confirmed that this device was previously returned for servicing 2 rimes and there were production failures (q6 200036967) for loose assembly/hardware indicated on the source device.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed a calibration error. There was no patient involvement.